Manufacturer narrative:
A direct correlation between (B)(4) and the reported shock cannot be conclusively determined. Review of the log file data provided by the account confirmed elevations in power/estimated flow. The submitted log file contained data spanning from on (B)(6) 2018 at 02:08:17 to on (B)(6) 2019 at 11:41:09, per the timestamp. Transient elevations in pump power/estimated flow, some of which were associated with pi events, were captured throughout the log file. Throughout the log file the system operated above the low speed limit at a fixed speed of 9200rpm. A specific cause for the change in pump parameters cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was woken up by a ¿shock¿ from the hands. It was reported that the shock was believed to be weather related and the patient's house was extremely dry. There have been no additional shock. No further information was provided.